Event description:
It was reported the pump failed to alert or beep to continuous occlusion while tubing was clamped; infant was not receiving proper IV nutrition. Pump was repaired and returned to service. No patient injury was reported. Additional information received via email from customer on 20-july-2022: customer said pump will not be returned. Issue was resolved, date of the event was updated.

Manufacturer narrative:
Other text: h10: device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol: (B)(4), as a result of warning letter #: (B)(4).